Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula was crimped on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 154 mg/dl. Customer replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.